Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. The bwi product analysis lab received the device for evaluation on 12-jul-2022. The device evaluation was completed on 10-aug-2022. An analysis was performed on the pictures that were provided by the customer. According to the pictures, reddish material was observed in the pebax. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed reddish material on the thmcl smtch sf bid. Microscope examination in the pebax area revelated that there is a hole in the pebax. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. The event described force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. To ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. Explanation of codes: (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole in the pebax. Initially, the thermocool® smart touch® sf bi-directional navigation catheter used with abbott coolpoint irrigation system and generator. Flushed prior to catheter insertion was appropriate. Zeroed catheter appropriately. Impedance reading seen. When came on to ablate, force would rapidly increase until "hi" force was seen on force toolbar. Did a few ablations like this, then re-zeroed catheter. Also offered new catheter to the physician, but insisted on continuing with same catheter as he said he was used to not using contact force sensing. Once ablation cluster had been completed and the procedure was finished, the physician showed the catheter tip with blood within the spring. Please note he did not flush this through at the conclusion of the case so he would be able to assess the issue. Surgery was not delayed due to the reported event. The procedure was successfully completed. There was no patient consequence reported. Additional information was received. Physician did not report difficulty of catheter manipulation while performing the procedure. Flow rate was 15 and the power between 30 and 35 watts. Force on carto prior to ablation was between 10-20g, but this quickly rose once ablation started, force flasher set to 50g and was visible with ablation to eventually display ¿hi¿ in force toolbar. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The blood within the spring reported was assessed as not MDR reportable for ¿foreign material inside the pebax with no external damage¿. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-aug-2022 there was reddish material and a hole in the pebax observed. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 10-aug-2022.